Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that the vitrector did not work during a pars plana vitrectomy procedure. The condition of aspiration was unknown. The product was replaced and the procedure was complete. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information provided in adverse event and/or product problem, describe event or problem and additional MFR narrative. This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. (B)(4).

Event description:
Additional information was received which indicated that the probe was not aspirating.